Manufacturer narrative:
Internal file number (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported mechanical issue (clip open inability) and difficult to open or close (clip jumping) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). Correction: device available for evaluation. Method codes: 4115 - removed. Evaluation summary: the device was returned and investigated. The device analysis was unable to confirm reported clip jumping and the clip actuation issue as no actuation issue or clip jumping issue was noted during device testing. All available information was investigated and a definitive cause for the reported mechanical issue (clip open inability) and difficult to open or close (clip jumping) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the clip jumped open during preparation. It was reported that during preparation of the clip delivery system (cds) after establishing the final arm angle, the clip did not re-open. Trouble shooting steps were unsuccessful; the clip did not re-open. The clip the suddenly jumped into the 180 degree open position. The cds was not used in the anatomy. One clip was implanted, reducing functional mitral regurgitation (mr) from 4 to 1. There was no clinically significant delay in the procedure. No additional information was provided.